Manufacturer narrative:
During service on november 22, 2022, the demo autopulse platform sn (B)(4) failed the load cell characterization test. The root cause of the observed issue was a failed load cell. The cracked enclosure and load cell failure were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in 2016 and is six years old. Upon visual inspection, a crack across the screw well area of the front enclosure and a worn-out UDI label were noted, likely attributed to mishandling, such as a drop or age of the device. The front enclosure and the UDI label were replaced to address the observed physical damages. The autopulse platform passed the initial functional test with no error or fault. In addition, the autopulse platform was tested using a large resuscitation test fixture (lrtf) for 6 minutes, and the platform functioned as intended. However, the autopulse platform failed the load cell characterization test. The failed single point load cell #1 was replaced to address the observed issue. The autopulse platform passed the 15-minute run-in test with no issues after part replacement. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During service on november 22, 2022, the demo autopulse platform sn (B)(4) failed the load cell characterization test. No patient involvement.